Event description:
According to user report, the patient received an overinfusion of morphine. The infusion orders required the pump to be set to deliver 2mm per hour. Prior to the start of the infusion the patient was distressed, sweaty and grey with labored and rapid respirations. The patient was checked 45 minutes after the infusion had begun; the patient was comfortable and calm with regular respirations, improved color and was rousable to touch. It was then discovered that the 8mm had been delivered, the device was noted to be set to 12mm per hour. There was no evidence of respiratory compromise and naloxone was not indicated. The patient suffered no incident related medial sequela.

Manufacturer narrative:
Manufacturer completed the entire form. The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The alleged failure was not detected and the product was within specifications for fluid delivery.